Event description:
The following complaint was classified based on information obtained from the technical service representative (tsr). On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to test with her onetouch ultra meter. The tsr noted that the patient was testing in the meter's memory mode. The patient alleged that the issue began approximately a week and a half prior to contacting lfs. The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the alleged issue. As a result of the reported meter issue, the patient allegedly developed symptoms of blurry vision and dizziness at an unknown date/time later. The patient, however, denied receiving any medical intervention/treatment after the alleged issue began. During troubleshooting, the tsr noted the patient was not using the proper testing technique (per owner's booklet recommendation). The tsr educated the patient in the correct testing procedure and the alleged issue was resolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195